Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the oxygen blending module was observed. The device's oxygen blending module was replaced to address the issue.